Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial leadless pacemaker (alp) was attempted to be release however, did not detach from the tether. The tether mode was changed, and multiple attempts were made to release but the tether did not detach from the alp. When the handle was being manipulated to start over by redocking, the alp did not adhere to the docking button and the tether stayed with visible state. The alp was removed and replaced. There were no patient consequences.

Manufacturer narrative:
Reported events of separation failure and connection problem were not confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.